Manufacturer narrative:
Customer returned photos of a syringe. Customer states that needle is bent and the hub crushed. It was also reported that the scale markings are missing. The returned photos were examined and exhibited a bent cannula and no clear scale markings printed on the barrel. No damage was observed on the hub. (B)(4) was initiated to address scale issues at this time. A review of the device history record was completed for batch # 8071750 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent, hub damaged and scale marking missing on lot # 8071750. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula and no scale marking) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub damage). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine needle there was an issue with damaged hub and scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle is bent and the hub crushed. It was also reported that the scale markings are missing. The returned syringe was examined and exhibited no clear scale markings printed on the barrel and a damaged barrel tip. The returned photo also exhibited a bent cannula. A review of the device history record was completed for batch # 8071750 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula, missing scale markings, damaged barrel tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause for damaged barrel tip: probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample. CAPA (B)(4) was initiated to address scale issues at this time.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with damaged hub and scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with damaged hub and scale marking error. There was no report of injury or medical intervention.